Manufacturer narrative:
Device evaluated by MFR.: the device was returned to the complaint investigation site without the stent. A visual and microscopic investigation identified no issues with the stent cups, stent holder or tip. A visual and tactile examination of the device identified no issues or any damage to the catheter. No issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in a vessel in the neck. A 10.0-31 carotid monorail stent was advanced for treatment. However, the stent dislodged before reaching the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the did not dislodge within the patient. However, the physician noticed that the stent failed to cure the patient, so the stent was removed. The procedure was completed with deployment of another same device. It was further reported that the size of the stent was not right for the patient and therefore removed. The stent was directly removed from the patient without any intervention.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in a vessel in the neck. A 10.0-31 carotid monorail stent was advanced for treatment. However, the stent dislodged before reaching the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the did not dislodge within the patient. However, the physician noticed that the stent failed to cure the patient, so the stent was removed. The procedure was completed with deployment of another same device.

Manufacturer narrative:
Corrected codes within h6: device codes - corrected from 1484: premature activation to 3270: activation failure including expansion failures.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in a vessel in the neck. A 10.0-31 carotid monorail stent was advanced for treatment. However, the stent dislodged before reaching the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.